Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 400s (mg/dl). Customer administered boluses and insulin injections to treat their bg levels; however, the customer's bg levels remained elevated and they were later admitted to the hospital for diabetic ketoacidosis. Reportedly, the contact believed that the customer's bg levels were due to the customer experiencing an unspecified illness. While in the hospital, customer was treated with intravenous insulin and saline. Customer was released from the hospital on (B)(6) 2016.